Event description:
It was reported that the patient's lead was damaged during an explant procedure. The four electrodes broke off and were left in the patient's body. The date of the procedure was unknown. As far as the reporter knew there were no patient symptoms as a result of the event. No interventions were taken and the patient was doing well.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: lead model 3093-28 lot# v184883 implanted: (B)(6) 2009 explanted: unk; programmer model 3037 serial# (B)(4).